Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they were having issues with their recharger. Patient stated that they would get stuck on the "checking the recharger" screen when trying to charge their implanted neurostimulator (ins). Patient also stated they would eventually get past the screen, but for the last 4-5 days they were unable to do so. Patient mentioned that they had problems in the past, but not like this. Patient stated that they turned their controller 'on' and 'off,' and it worked. Patient added that their device was not dropped and has no damage. Patient mentioned that the recharging antenna/paddle gets really hot and they would have to stop charging the implant to let it cool off and then they could start recharging their implant again. Emailed prs to update their address. For the event date, patient stated they'd say about 2 months ago, early march. Agent called back to ask the controller serial number and the event date for the (B)(6) but the patient's voicemail box was full. (See (B)(4) for the additional information received during the call.) A request was sent to the repair department to replace the recharger.